Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that a normal changeout was scheduled. Prior to starting the procedure this device was interrogated and it appeared that the device was in safety mode. The device was thus not implanted and will be returned. No adverse patient effects were reported.